Manufacturer narrative:
Actual used sample returned for evaluation. It was observed that there was a weak airline on the inflation airline which had burst approximately 45mm below the inflation funnel junction. There were also traces of a weak airline observed on the inflation airline 10mm above the burst area. Defects could probably have been detected but not properly segregated during inspection and inadvertently mixed with the good product. The review of batch records did not reveal weak airlines during the inspection process. The returned product did not perform to the requirement and a nonconformance has been opened to address the issue. This complaint will remain open until the completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
On 02/2015. Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was "fluid leakage at the 4cm site to the injection port" while the device was in use. The device was not clamped at any time while the foley was in use nor was a foley stabilization device used. The device was removed and not replaced.